Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with pacemaker in backup vvi. A device download was performed successfully. Patient was stable and will continue to be followed normally.